Manufacturer narrative:
Patient city: (B)(6). Patient country: hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient faced infusion set leakage on (B)(6) 2024. The leakage is at tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing)the batch 5376366 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for lot 5376366 were previously tested in complaint (B)(4) on 17/sep/2022. Test results: visual test on reference samples, 10 samples out 10 samples passed the test. Flow test on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 5376366 was manufactured according to the wi version 70 and packaging in the multivac 12, on 12/feb/2022, with a total of (B)(4) units. Assembly of quick set: the lot 5379672 was manufactured according to the wi version 23 assembled in the quickset line, on 12/feb/2022, with a total of (B)(4) units. Gluing of quick set. The lot 5372877 was manufactured according to the wi 4905078 version 37 in the gluing of quick set machine mp05 & mp08 on 28/nov/2021, with a total of (B)(4) units. The lot 5370401 was manufactured according to the wi 4905078 version 37 in the gluing of quick set machine mp04, on 19/nov/2021, with a total of (B)(4) units. The lot 5371178 was manufactured according to the wi 4905078 version 37 in the gluing of quick set machine mp04, mp05 & mp08 on 9/nov/2021, with a total of (B)(4) units. The lot 5377727 was manufactured according to the wi 4905078 version 37 in the gluing of quick set machine mp04, mp05 & mp08 on 25/jan/2022, with a total of (B)(4) units. The lot 5379652 was manufactured according to the wi 4905078 version 37 in the gluing of quick set machine mp04, mp05 & mp08 on 11/feb/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 22/apr/2025 against malfunction leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5376366 and no other complaints have been registered in databse for the same lot 5376366 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.